Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone by customer's fiancé that the customer was hospitalized due to high blood glucose. It was stated the paramedics were contacted, when they arrived the customer has passed out. The customer's blood glucose was over 900mg/dl. The customer treated with bolus, after putting in blood glucose of 599mg/dl. The customer had diabetes ketoacidosis. The customer was treated fluids and potassium. The customer's fiancé stated he noticed air bubbles in the reservoir. They declined troubleshooting for high blood glucose.